Event description:
As initially reported by consumer stating that sought medical attention with an indication of contact lens related infection contains symptoms of in pain, red irritated eyes, and a burning sensation, could hardly open their eyes, and was diagnosed with major bacterial ulcers on both eyes due to contact lens wear. Additionally, consumer reported as contact lenses were very ugly and barely pigmented. The consumer was treated with moxifloxacin 0.5% eye drops to be administered one drop(s) both eyes every one-hour daytime for five days and then four times/day for one week. The current status of the consumer eye is unknown at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).